Manufacturer narrative:
The customer was sent a replacement pump and return of her original pump was requested for testing/evaluation. As of the date of this report, the customer has not responded to multiple attempts to contact her to get additional information. Follow up with the customer by a complaint handler is ongoing. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2018 the customer alleged to medela llc that she has developed mastitis twice and is on an antibiotic due to her freestyle breast pump having low suction.

Manufacturer narrative:
In follow up with a complaint handler on (B)(6) 2019, the customer indicated that she developed mastitis and was prescribed an antibiotic. She indicated that the replacement pump was working without issue, the mastitis was resolved and that she would return the original pump. As of the date of this report, the pump has not been received.